Event description:
It was reported that a pulse oximeter was being used on a trach dependent patient and the device allegedly stopped working. No additional information is available at this time. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.